Event description:
Health care professional (hcp) reports a fiber leak noted at the onset into pt treatment. New disposables used to continue the pt treatment without incident. The dialyzer was reused 3 times prior to this report. The hcp reports no pt injury or need for medical intervention.